Event description:
This is the same event and the same patient reported under MDR ID #2939859-2000-00136. This is the first MDR submitted for the first suspect product. One week after treatment with human collagen the patient observed redness and swelling at the treatment sites. Physician at emergency room prescribed prednisone and benadryl orally for signs and symptoms.